Manufacturer narrative:
(B)(4). G2: foreign: france. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to instability where the acetabular shell and neck head were explanted. It appears that by replacing the devices with an extra-long neck 36 head, stability was obtained. Since the devices were not in office at the time of the procedure, the patient had undergone prolonged anesthesia while replacement devices were obtained. There is no further information available at the time of this report.